Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the medical event is unknown. The caller indicated it occured "two weeks ago." The date listed in section 7 is the date abbott diabetes care became aware of the event. It should be noted that meter serial number (B)(4) was reported as a malfunction under MDR # 2954323-2015-01283. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2015, caller (customer's mother) reported a delivery issue, stating that the customer had not received his replacement meter and was therefore unable to test. Caller had initially reported that the customer's adc blood glucose meter would not turn on with the button or test strip on (B)(6) 2015. Caller further reported that due to the customer being unable to test, two weeks ago at around 4pm, after eating, her son developed stomach pain and became pale. As they could not check his blood sugar, customer's mother called paramedics and her son was transported to a hospital. At the hospital, the customer's blood sugar was measured at 522 mg/dl. He was diagnosed with hyperglycemia and treated with humalog and lantus insulin (dosage not reported), as well as unspecified intravenous therapy. The customer was kept at the hospital for 5 hours and discharged the same day. There was no report of death or permanent injury associated with this event.